Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv2584 showed no other similar product complaint(s) from this lot number. [Mw5077284 rga#: (B)(4)].

Event description:
It was reported that during PICC insertion it was discovered that part of the sherlock guidewire was missing. A chest x-ray revealed wire fragment in patients right upper shoulder area. This was a wire fragment that broke off from the sherlock tls guidewire. The patient required two separate interventional radiology procedures to safely retrieve the broken wire. It was reported that there was no lasting harm to patient.